Event description:
A publication regarding two cases of patients with undiagnosed small bowel stenosis presenting acute perforation after capsule endoscopy. Strictures in the small bowel were likely the inciting mechanism leading to acute small bowel obstruction and subsequent distension and perforation above the area of maximal serosal tension. Case 1 was a (B)(6) woman who underwent capsule endoscopy because of recurrent postprandial cramping pain and iron deficiency anemia, in the setting of negative imaging studies including an abdominal ultrasound, upper endoscopy, colonoscopy and small bowel follow through radiograph. She developed a symptomatic bowel obstruction after 36 hours and had emergent surgery. Case 2 was a (B)(6) man developed abdominal distension, and underwent emergent surgery. The emergent surgery removed the capsule, which was impacted at a previously undiagnosed ileal crohn's stricture, leading to perforation.

Manufacturer narrative:
Given imaging labeling, such as user manual indicates that pillcam sb capsules are contraindicated for use in patients with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess patients before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography. The article was published as: de palma g. Et al. Capsule impaction presenting as acute small bowel perforation: a cases series. Journal of medical case reports 2012, 6:121.